Manufacturer narrative:
Testing and investigation found that the touchscreen would not respond when the keys were pressed. This was due to contamination found on the bottom of the touchscreen caused by fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen would not respond. The device was returned to the biomedical department from the intensive care unit for an unspecified reason. It was reported there was no patient involvement. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.